Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-85409 for insulin pump.

Event description:
Customer reported, she experienced no delivery alarms during manual prime and bolus. Customer stated she found the reservoirs were faulty; the tubing connector cap was not sitting correctly in the reservoir which caused the insulin to leak. No cracks noticed on the insulin pump but fluid is in the device. Blood glucose was high; value not specified. Nothing further reported.